Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted with reset, and later customer reported they were able to load cartridge, resume insulin delivery, and no longer needed assistance; no additional issues were reported.